Event description:
Port-a-cath and catheter placed in 2002. Chest x-ray done after removal of port which showed 6 cm, distal end of catheter had migrated to the pt's right atrium and right ventricle requiring surgical removal in 2002.